Event description:
The nurse found the patient in bed with the luer lock connector connected to the PICC line. The IV tubing was broken off with the luer lock lying in the bed and the patient bleeding through the PICC line. This was quickly replaced. No patient harm.